Event description:
Asr revision, left, asr xl, reason(s) for revision: unknown.

Event description:
Reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint. Asr revision, left, asr xl. Reason(s) for revision: unknown. Update: amended and added products. Received: (B)(4) 2012. Update - added reason for revision taken from claimsuite dated (B)(4) 2013. Reason(s) for revision: alval / soft tissue reaction update - amended surgery date, added additional hospitals x 2, marked as legal, filed out mw fields. Taken from (B)(6) email dated (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed.